Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was attempted to be implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under general anesthesia. According to the complainant, a new scrub tech that had no previous experience or training with spaceoar was present to assemble the kit. The first kit clogged during preparation and the scrub tech attempted to assemble a second kit which was also unsuccessful. Reportedly, both kits clogged in the y-connector. The physician decided to abort the procedure after the scrub tech clogged the second kit. There were no patient complications reported as a result of this event. The patient will receive planned radiation therapy.